Event description:
A us distributor contacted zoll to report that the lifevest irritated and opened a mole that the patient had. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended placing a bandage over the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.